Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 42 devices were received for evaluation; 42 events were confirmed during testing,. 6 devices were found to be affected by broken down lubrication, 1 device was found to be affected by corroded bearings, 1 device was found to be affected by fibers in the attachment, internal corrosion, corroded bearings, and a lack of lubrication on bearings, 1 devices was found to be affected by fibers, internal corrosion, and a shattered bearing, 5 devices were found to be affected by fibers, internal corrosion, and internal corrosion, 24 devices were found to be affected by internal corrosion and broken down lubrication, 4 devices were found to be affected by shattered bearing and broken down lubrication, 6 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facilities. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 48 malfunction events, in which the device overheated, 46 reported events had no patient involvement; no patient impact, 2 reported events had patient involvement with no patient impact.